Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed. As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The root cause of this complaint will be documented as anticipated procedural complication.

Event description:
Clinical study. Same patient as 2134265-2008-00388 and 2134265-2008-00389. It was reported that 202 days after a coronary stenting treatment procedure, the patient experienced restenosis and underwent redo coronary artery bypass grafting (CABG). The lesion being treated in the index procedure was saphenous vein graft (svg) in the distal circumflex. The physician treated the lesion with placement of 2.75x16mm taxus express2 study stent. Two months later, the same lesion was treated with a 3.0x16mm and a 3.5x28mm liberte' bare metal stent for possible restenosis. At 191 days after the last procedure, the pt was admitted with chest pain and ruled to have had a myocardial infarction (mi) and was stabilized medically. She was transferred to a different facility for cardiac catherization and underwent CABG with svg to the obtuse marginal (om) as she had failed all other medical mgmt. She gets chest pain at rest and with minimal exertion. There were no reported complications.